Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the truclear control unit began to malfunction, with smoke escaping through the vent on the right side of the control unit. Upon activating the foot pedal, the blade would not window lock or activate. Additionally, the handpiece began to malfunction, became hot, and the inner mechanism started moving without activation of the foot pedal. The truclear control unit displayed error code 10 during surgery and upon testing it was reading error 6. The control unit was tested with 11 other working handpieces and still was not working and was showing e6 error code. Footswitch and blade functioned properly on other working control units. There was no patient involved.

Event description:
It was reported that prior to use the truclear control unit began to malfunction, with smoke escaping through the vent on the right side of the control unit. Upon activating the foot pedal, the blade would not window lock or activate. Additionally, the handpiece began to malfunction, became hot and the inner mechanism started moving without activation of the foot pedal. The truclear control unit displayed error code 10 and upon testing it was reading error 6. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: 7209808, 7209808. Truclear control unit (serial#: (B)(6)); 7209820, 7209820 truclear footswitch (serial#: unknown), unknown - truclear, unknown truclear device (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.